Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had noise on both atrial and ventricular leads. As a result, the patient had multiple cases of syncope and there were several ams and noise reversion episodes. The noise was reproducible in clinic through intense pocket manipulation. It was suspected that the noise could be due to loose header connection. Patient was given thirty day event monitor to wear. The patient was reported to have a 30 second episode of asystole. Patient was then being monitored in the hospital. St. Jude medical representative discussed that the noise is most likely due to a loose header or an insulation abrasion (as a result of both leads rubbing on each other). Device reprogramming or lead revision was recommended. No further information is available at this time.

Event description:
New information received notes that the lead is returned for analysis. It is unknown if the lead was capped or explanted and replaced. No further information is available at this time.

Manufacturer narrative:
The inner insulation was found to be breached at 16.5 cm from the connector pin region consistent with suture tie down forces. An internal short was noted between the outer coil and inner coil. This is consistent with the observation from the field of noise.